Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cut wire broke in two. No part of the device detached into the patient. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cut wire broke in two. No part of the device detached into the patient. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and the exposed cut wire was bent and broken. The broken ends of the cut wire appeared blackened and the pierce holes were melted from use. One end of the broken cut wire remained attached to the anchor at the distal pierce hole. The other end of the broken cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken sections of the cut wire remained attached to the device. The outer diameter (od) of the exposed cutting wire was measured and found to be within specification. Review and analysis of all available information indicated the most probable root cause for this event was 'operational context' likely due to the procedural factors/generator settings. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Device component (wire) relates to device component (break) for the event cut wire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.